Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-04505, 2015691-2019-04506, 2015691-2019-04508. Supplemental report to submit related report number.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. This report is for the 3 patients suffered a stroke during the 30-day outcome period. The date of the events is unknown. According to the article the date range for this event(s) is from march 2014 and may 2018 using an edwards sapien (xt and 3). For this reason, the first day of the range was used as the occurrence date. This report represents the 3 patients reported to have suffered a stroke during the 30-day outcome period. This is one of four manufacturer reports being submitted for this case. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below. P130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. There was no allegation or indication a device malfunction contributed to these adverse events. In this case, reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could help determine a root cause. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: nielsen ne, baranowska j, bramlage p, baranowski j. Minimizing the risk for left ventricular rupture during transcatheter aortic valve implantation by reducing the presence of stiff guidewires in the ventricle. Interact cardiovasc thorac surg. 2019 sep 1;29(3):365-370. Doi: 10.1093/icvts/ivz107. Pubmed pmid: 31135035.

Event description:
As reported through the review of the medical article: " minimizing the risk for left ventricular rupture during transcatheter aortic valve implantation by reducing the presence of stiff guidewires in the ventricle". Corresponding author jacek baranowski, 316 consecutive patients who underwent tavi at a single international center between march 2014 and may 2018 using an edwards sapien (xt and 3) transcatheter heart valve were included in this retrospective observational study. Procedural characteristics and outcome data were recorded according to valve academic research consortium-2 criteria at 30 days. Procedural success was achieved in all patients (100%). The following events were identified during the study period: 1 patient had a pericardial effusion due to an annular rupture. 5 patients required a new pacemaker. 3 patients suffered a stroke during the 30-day outcome period. 6 patients experienced vascular complications, four of which were considered major vascular complications.